Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to an infection which was discovered via a hole in the patient's device pocket where the pacemaker (pm) eroded. It was noted that the infection was due to the implant of the pm in july. The entire pm system was explanted and replaced. The patient was stable throughout the procedure.